Manufacturer narrative:
--

Event description:
Additional information indicated that the lv lead was found to have fractured and the patient no longer has crt therapy. At this time, a decision has not been made regarding how to proceed.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that this device was explanted and replaced approximately two years later.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited noise, high pacing impedance measurements greater than 2000 ohms, and loss of capture. The physician reprogrammed the device to dual pacing and sensing with inhibit pacing (ddi) and will monitor the patient for a week, then bring the patient back for re-evaluation. No adverse patient effects were reported at this time.